Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent an attempted ventricular tachycardia ablation procedure. During the procedure, the physician perforated the atrial appendage. The patient then underwent emergency open heart surgery in which the field representative was called to program therapy off for the procedure. During the device check, shock impedance measurements of less than 20 ohms were observed. Technical services (ts) discussed possible reasons such as electromagnetic interference, patient fluid level or possible lead integrity issue. Ts discussed further evaluation once the patient is stable. The device remains in service. No adverse patient effects were reported.